Event description:
Philips received a complaint on the defibrillator indicating that the device failed esa test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A duplicate service order was found in the qcm trackwise database or source system. This device/ serial# symptom has also been alleged in (B)(4). (B)(4) is being considered a duplicate (B)(4) as the serial numbers are the same and the event was reported through two different salesforce cases. Salesforce case (B)(4) was closed with the closed case comment of "duplicated, refer to (B)(4)" confirming the duplication. As such, this file ((B)(4)) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in (B)(4) (emdr report: MFR report number: 3030677-2024-01297).